Manufacturer narrative:
Corrected data: h6 - health effect impact code: 4628 should be removed as it's n/a. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date-unk. Claim# (B)(4).

Event description:
An article published in eye and vision was received on 14-jun-2021, entitled 'seven-year follow-up of posterior chamber phakic intraocular lens with central port design.' The article states that 84 eyes of 52 patients underwent implantation of the v4c lens to correct myopia. Two eyes of the same patient required laser touch up to correct residual refractive error 2 years after icl implant. 4 eyes had the icl rotated 90 degrees to a vertical orientation because of high vault at the 1-day postop visit. The problem was resolved.